Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as nausea, muscle cramps, thirst, headache and was treated with pump. Customer's blood glucose value was 300-400 mg/dl at time of incident. Customer's current blood glucose value was 421 mg/dl. Customer stated that they had highs and received a low battery alarm. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined further troubleshoot for high readings. Customer was explained about the 2 high blood glucose rule. Troubleshooting was performed for no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). The device was not returned for analysis.